Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, during an arthroscopic procedure, the turbovac wand's ablate function was activated even though no hand button or foot pedal was pressed. Surgery was completed with a back-up device instead. There was a 5 minute surgical delay, and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection observed the returned instrument shows no manufacturing abnormalities. The electrode has been used. Bio debris is present. Product was out of the original packaging. No packaging returned. The unit was inspected internally and found saline ingress on all three button components, which has caused the metal to degrade and short. A functional evaluation revealed an e7 error was generated when the wand was connected after the controller was powered on. When used with a bypass box, the device displayed setting of (0,0). When the wand was activated, it stayed activated without the hand or foot function. Coagulation and plasma could not be produced. The resistance measured at 1.61 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the failures include contact to a conductive material such as another metal device, saline ingress, a wand short, incomplete connection, or the wand´s connector or cable got damaged. Based on this investigation, the need for corrective action is not indicated.